Event description:
It was reported that during a non-tortuous, non-calcified, distal, circumflex artery angioplasty, a nc trek (2.5 x 15 mm) balloon delivery system was advanced for pre-dilatation without resistance. During the first inflation of 8 atmospheres (atms), the nc trek (2.5 x 15 mm) balloon slipped off of the lesion. The nc trek (2.5 x 15 mm) balloon delivery catheter was removed and reinserted into the patients anatomy. Additional dilation was attempted with the nc trek (2.5 x 15 mm), but with the second inflation the balloon pressure did not increase. The nc trek was removed without difficulties and there was a pinhole noted in the middle of the balloon. The patients experienced hypotension, the st segment changed, and there was no flow from the left main (lm) which was confirmed by angiogram. Reportedly, the physician believes the no flow was caused by an air emboli due to the balloon rupture of the nc trek. The intra-aortic balloon pumping (iabp) and the percutaneous cardio pulmonary support (pcps) were inserted into the patient and he was transferred to the intensive-care unit (ICU). The patient is still in ICU. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a balloon rupture was confirmed. Based on scanning electron microscopy results and analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported that the device was not pre-soaked during preparation. The instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is not likely that the lack of soaking contributed to the reported balloon rupture as it appears to related to interaction with the anatomy. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, runthrough. Guide cath: heartrail ii 6f bl3.0 sh. Device (B)(4) - no balloon pre-soaking during preparation. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.